Manufacturer narrative:
Updated data: b2. Date of death. B5. A fourth paragraph was added. H6. Additional codes. Corrected data: h6. Annex e code (e0717) was erroneously omitted from the initial medwatch report medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 11 months following the implant of a transcatheter valve, the valve failed due to stenosis with leaflet calcification. Additionally, the patient experienced dyspnea attributed to the valve. It was reported that the patient will require intervention. Additional information was received that it was planned to surgically remove the tissue then deploy a non-medtronic valve inside the existing valve frame under direct visualization. Additional information was received that the patient died before treatment could be performed. Additional information was received that the patient died due to heart failure/renal failure approximately five years and one month following the implant of the transcatheter valve. Per the physician, the death was not related to the valve; however, the valve was failing and the patient decompensated.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 11 months following the implant of a transcatheter valve, the valve failed due to stenosis with leaflet calcification. Additionally, the patient experienced dyspnea attributed to the valve. It was reported that the patient will require intervention. Additional information was received that it was planned to surgically remove the tissue then deploy a non-medtronic (sapien) valve inside the existing valve frame under direct visualization.

Event description:
Additional information was received that the patient died before treatment could be performed.

Manufacturer narrative:
Updated data: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. B7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 4 years and 11 months following the implant of a transcatheter valve, the valve failed due to stenosis with leaflet calcification. Additionally, the patient experienced dyspnea attributed to the valve. It was reported that the patient will require intervention. Additional information was received that it was planned to surgically remove the tissue then deploy a non-medtronic (sapien) valve inside the existing valve frame under direct visualization. Additional information was received that the patient died before treatment could be performed. Additional information was received that the patient died due to heart failure/renal failure approximately five years and one month following the implant of the transcatheter valve. Per the physician, the death was not related to the valve; however, the valve was failing and the patient decompensated. Additional information was received that per the physician, the patient's underlying medical history contributed to the death as the patient was very sick.

Event description:
It was reported that approximately 4 years and 11 months following the implant of a transcatheter valve, the valve failed due to stenosis with leaflet calcification. Additionally, the patient experienced dyspnea attributed to the valve. It was reported that the patient will require intervention.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.